Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for movement disorders. The rep reported that they tested the patient's impedances using the clinician programmer and all combinations with contact 6 showed avoid. The rep reported they would review with the healthcare provider (hcp) and discuss next steps. No patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep reported that the pocket adaptor was not fully seated in the ins and once the replacement was done the impedances got better. The rep reported the issue was considered resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.